Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on her adc freestyle libre sensor compared to a reading obtained on the built-in reader. Customer reported that on (B)(6) 2018 she obtained a reading of 485 mg/dl from the sensor compared to a reading of 23 mg/dl obtained from the built-in reader. Customer further reported that she experienced tremors and sweating, and that her husband administered oral glucose as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a high reading on her adc freestyle libre sensor compared to a reading obtained on the built-in reader. Customer reported that on (B)(6) 2018 she obtained a reading of 485 mg/dl from the sensor compared to a reading of 23 mg/dl obtained from the built-in reader. Customer further reported that she experienced tremors and sweating, and that her husband administered oral glucose as treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.